Event description:
Customer reported the joystick is malfunctioning. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rui console (joystick). System operates as intended.